Event description:
It was reported that the pt experienced an overdose and respiratory arrest following a pump refill session. The health care professional (hcp) reported that the pump pocket was filled with 17ml of hydromorphone 35 mg/ml. The pt was intubated and placed on a narcan drip. The reservoir was accessed and only 3 ml was removed. The hcp indicated that the plan is to rinse the pump with preservative free normal saline and refill with hydromorphone 10 mg/ml. A bridge bolus will also be performed to avoid withdrawal issues. The hcp also indicated that because the pt is obese the reservoir is very difficult to access. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.